Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007 resident 1, inratio: 5.9, lab: 9.3, mean: 7.6, confidence limits: cannot be determined; date: the next day, resident 2, inratio: 4.4, lab: 7.7, mean: 6.05, confidence limits: cannot be determined; date: the same day, resident 3, inratio: 2.0, lab: 3.5, mean: 2.75, confidence limits: 1.7-3.8; date: the same day resident 4, inratio: 0.9, lab: 2.0, mean: 1.45, confidence limits: 1.1-1.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Per text" test, patient received vitamin k". This is adverse event case. Products will be tested when returned. Per text" he is doing fine, and back in routine." Patient was stable.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, resident 1, inratio: 5.9, lab: 9.3; date: the next day, resident 2, inratio: 4.4, lab: 7.7; date: the same day, resident 3, inratio: 2.0, lab: 3.5; date: the same day, resident 4, inratio: 0.9, lab: 2.0.